Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI # (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported by the international customer that the ventilator screen dysfunction. No patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 16jan2019. Date rec'd by MFR: 10jan2019. MFR report #2031642-2019-00216 is a duplicate of an event previously reported under MFR report # 2031642-2019-00079. Any additional information will be submitted under the initially reported MFR#2031642-2019-00079. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 17jan2019. Date rec'd by MFR: 17jan2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.